Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, heavily tortuous, and heavily calcified de novo lesion in the mid right coronary artery. An unspecified mini trek balloon dilatation catheter was used to pre-dilate the lesion. A 2.5 x 33 mm xience sierra stent delivery system (sds) was being advanced; however, failed to cross due to the anatomy. The sds was being removed to advance a guide wire with more support, but resistance with the guiding catheter was felt. After removal, it was noted that the stent struts were flared. The procedure was successfully completed with the deployment of a new 2.5 x 33 mm xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual, dimensional and functional inspection was performed on the returned device. The reported material deformation (flared strut) was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.